Manufacturer narrative:
(B)(4). Hernia erupted. Strangulated testicular veins. Hispareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. After the surgery the patient noticed hardness and swelling. The patient reported that the hernia erupted causing strangulated testicular veins. The patient has pain during intercourse and the mesh has eroded from where it was inserted.